Manufacturer narrative:
Device evaluation: the v60 vent was returned to the international service center for evaluation. The service technician was unable to duplicate the reported nav ring failure. Resolution and disposition: nav ring was replaced as preventive measure.

Event description:
The international customer reported the v60 nav ring could not be operated. Displayed value could not be changed. The unit was replaced with alternative v60. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.